Manufacturer narrative:
Calibration and qc data were requested but not provided. The patient's sample was provided for investigation. The investigation confirmed the customer's results. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product problem could be found.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient from the cobas e 801 module, serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. The customer performed repeat testing with an accuraseed (wako). Also, the patient's sample was submitted for investigation and was tested on an architect analyzer and a cobas e 801 module. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay, and patient identifier (B)(6) for the tsh assay.